Event description:
Caller states the patient tested 6.0 inr on the coaguchek xs system while a comparison lab returned as 4.6 inr. Patient's coumadin dose was held for 3 days based on the reported results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).